Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Hc-pm complaint processing received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: physical inspection: summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available. Bmi complaint management: 2023-10-05 device history record (DHR): reviewed the DHR of the complaint batch 20e06ged41 and no abnormality was observed during in-process and at final control inspection. Evidence at disposal: no sample received and no picture available for a proper evaluation. Complaint will be added into the statistic for trend analysis. Complaint flow for further investigation. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 20e06ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.58% and 1.45%. As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Refer figure 1. Figure 1: IFU statement. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Refer figure 2. Figure 2: IFU statement. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal. Time. Refer figure 3. Figure 3: IFU statement. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine. As no complaint sample was received, further investigation is not possible. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed.

Event description:
As reported by the user facility information by bbm sales organization in portugal: "over infusion" according to the customer: "shortening the expected treatment time (from 24 hours to 18 hours)".